Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional info have been made. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt presented with recurrent iritis. The surgery was uneventful. Additional info received from the surgeon indicated the iritis resolved with treatment of topical steroids. The pt had a recent flare up of iritis, which is also expected to resolve with treatment, per the surgeon.